Manufacturer narrative:
One used cadd-legacy® plus pump was received for investigation. A visual inspection found the device to be in good physical condition. The event history log was unable to be retrieved. Functional testing confirmed the reported issue. The device was powered on and an error code was displayed with a continuous alarm. The pump was inspected for signs of fluid ingression but none was present. A root cause for the alarm and error message could not be determined.

Event description:
It was reported that a cadd-legacy® plus pump was "continually alarming". No injury was reported.